Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. On an unreported date, the patient was treated with injection vancomycin (2 gram, once in 5 days and route of administration not reported) and injection cefepime (1 gram, once daily and route of administration not reported) for peritonitis. The outcome of the event was unknown. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).